Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). The lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a yellow foreign material was found on the intraocular lens (iol) after the implantation. No patient injury was reported. The lens remains implanted. No further information was provided.